Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, the blade did not produce an image. No delay in the procedure was reported though the use of an unspecified back-up device was noted. No harm to patient or user was reported.